Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no/noisy image issue could not be determined, however, the issue was likely due to noise as a result of a cut in the charged-coupled device (ccd) cable. Additionally, a definitive root cause of the image black out issue could not be determined, however, the issue was likely the result of damage to the charged-coupled device (ccd). The issues were likely due to user handling/mishandling and or a faulty circuit board component. The event can be detected/prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system in the operation manual. Inspection of the endoscope confirm that the wli and nbi endoscopic images are normal. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following; due to a cut on coupled charging device (ccd) cable, image noise occurs and an image cannot be displayed; due to damage on ccd unit, the monitor shows a black screen with no image. (It may return to normal at times); control unit has a scratch; grip has a scratch; up/down plate has a scratch; right/left plate has a scratch; forceps elevator lever(surgical part) has a scratch; angulation lever has a scratch; switch1 has a scratch; light/guide connector has a scratch; light guide cover glass has a scratch; video connector has a crack; and video connector has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that endoeye flex deflectable videoscope, defective image, cut-off. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the image problem occurred due to the disconnection/short-circuit of the coupled charging device (ccd). This report is being submitted to capture the reportable malfunction found during evaluation.